Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Email received from customer. Report of fn hcg urine dipstick pregnancy test. Serum test reported to be positive. Quantitative test results reported to be 63 miu/ml. Reporter claimed the urine dipstick turned positive after 5 minutes, although the instructions state to read @ 3 minutes. Date of event? (B)(6)2015. (B)(6). No adverse patient sequela reported. No additional information provided.

Manufacturer narrative:
Investigation conclusion update: customer's observation was not replicated in-house with retention and return devices. Retention and return devices were tested with 25 miu/ml hcg urine cutoff control; all hcg results were positive at read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.